Manufacturer narrative:
Preliminary analysis revealed a software issue related to the definition of parameters.

Event description:
Reportedly, empty remote transmissions were observed for several patients, including pacemaker s/n: (B)(4). Preliminary analysis revealed a software issue related to the definition of parameters.

Event description:
Reportedly, empty remote transmissions were observed for several patients, including pacemaker s/n (B)(6).

Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - analysis of available expertise data confirmed the reported behavior, as several empty remote transmissions were observed. - in-depth analysis revealed that the observed issue resulted from the vburst high limit value no being set up. The absence of value led to an unexpected software exception, resulting in the observed empty remote reports. - it should be noted that the definition of aburst and vburst high and low limit values should restore normal functioning.

Event description:
Reportedly, empty remote transmissions were observed for several patients, including pacemaker s/n (B)(6).